Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) erroneously elevated high-sensitivity troponin I (tnih) results obtained on a patient sample on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. The instrument data showed that the accepted calibration and system performance were acceptable. Quality control (qc) recovery was within the customer's expected ranges, and no issues were reported with the other patient samples. No tnih assay issues were identified. There were no dimension vista 500 system errors observed. As per the dimension vista tnih instructions for use (IFU), "patient samples may contain heterophilic antibodies or cardiac troponin-specific autoantibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." Based on the available information, the cause of the event is consistent with a sample-specific issue. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained two (2) erroneously elevated high-sensitivity troponin I (tnih) results on a patient sample on a dimension vista 500 system. The initial erroneously elevated result was not reported to the physician(s). The reprocessed erroneously elevated result was reported to the physician(s), and the result was not questioned until the patient went to an alternate lab facility and had further samples drawn and tested. Two (2) new samples were drawn from the same patient and processed on an alternate non-siemens system at an alternate lab facility. Lower troponin results were obtained and considered correct by the physician(s) at the original lab facility, and no corrected report was issued. The patient was admitted to an emergency room (ER) and kept overnight at an alternate lab facility due to the elevated tnih results. There are no known reports of adverse health consequences due to the erroneously elevated high sensitivity troponin I (tnih) results or patient admission.